Event description:
A report was received the patient experienced a grounding pad burn two inches above the back of the knee. The burn occurred at the second location, after the pad had first been used on the patients other leg. It was assessed that the pad may have lost the gel which guards against burns when it was moved from the first location to the second location. The burn site was wrapped with xeroform strips and gauze. The patient is doing well.

Event description:
A report was received the patient experienced a grounding pad burn two inches above the back of the knee. The burn occurred at the second location, after the pad had first been used on the patients other leg. It was assessed that the pad may have lost the gel which guards against burns when it was moved from the first location to the second location. The burn site was wrapped with xeroform strips and gauze. The patient is doing well.